Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, the pt experienced hypotension after post-dilatation and was started on a dopamine drip and IV saline fluid bolus. After approx 12 mins, the hypotension resolved and the dopamine drip was discontinued. The pt was taken to the recovery room where again he experienced hypotension and the dopamine was restarted. The pt was discharged home the next day. The hypotension had improved, but was continuing. Midodrine was prescribed for hypotension upon discharge. The pt was seen by the physician for 6 days after discharge and the hypotension had resolved. The midodrine was discontinued and the pt was placed back on his anti-hypertensive medications. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension may occur during this type of procedure and is listed in the instructions for use, hypotension is a known potential adverse event associated with the use of the device.